Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker provided the customer with a replacement device. The reported issue is isolated to the lid assembly. Stryker archived the device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the lid magnet was missing. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported with the event.